Manufacturer narrative:
Unknown taper. Medwatch sent to FDA on 01/26/2016. The device will not be returned for analysis, as it remains implanted. Further device information such as serial number has been requested, to date it has not been reported to apollo. Without the device or device serial the taper type could not be determined. The patient has reported the device is scheduled for explant, if explanted and returned to apollo visual examination may determine the connecter type associated with this event. This event was reported by the patient. To date, apollo has been unable to confirm the events with the patient's physician. Device labeling addresses possible outcomes of leak(s) as follows: adverse events: unplanned deflation of the band may occur due to leakage from the band, the port or the connecting tubing. Warnings: patients should be advised that the lap-band system is a long-term implant. Explant (removal) and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction. Device remains implanted.

Event description:
Reported by the patient as: the patient visited their physician due to no restriction of their lap-band system. A barium swallow showed no slippage. The physician told the patient to wait a few weeks and see what happens, however later the patient was still experiencing no restriction. The physician put 1.5 cc into the lap-band (this was the usual amount for the patient). The next day the patient confirmed with the physician they had no restriction. Another barium swallow was performed showing the lap-band "to be back open." The physician added 2 more cc to the patient's band. The physician feels the patient has a leaking port. Follow-up found the patient has been scheduled for surgery to replace their port.